Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 13th september 2010 and performed to specification, alongside random manual power ons, up to the 17th february 2013. The device failed a self-test due to a low battery between the 24th february 2013 and remained in fault mode until the 11th march 2013 when an increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups mainly of ten minutes duration between the 13th july 2015 and the last log entry on the 12th april 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.